Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The scope was returned to the service center for evaluation. The customer¿s complaint of ¿the distal end rubber was peeling. The pink coding on the scope¿s probe was found cut and peeling. The bending section glue was found cracked. The scope¿s image was found to blurry due to fluid invasion. In addition, fluid invasion was also noted in the scope¿s bending section, scope connector and ultra sound connector with corrosion. The camera switch was noted to be damage. The angulation of the scope was found to be low. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing the distal end rubber of the scope was peeling. There was no patient involvement.